Event description:
The customer reported a malfunction alarm with the pump during use, specifically alarm 20. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller in attempting to load a new cartridge, but the cartridge alarm recurred, preventing successful insulin therapy resumption. Consequently, technical support arranged for a replacement pump and provided instructions for returning the malfunctioning pump. The customer planned to use multiple daily injections as backup therapy while awaiting the replacement.